Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this atrial lead was not successfully implanted due to dislodgement despite changing the implantation site several times. Also, the lead cannot be collected due to suspected infection. Additional information received from the field indicating that result confirming infection was not available on the day of surgery. Furthermore, infection is not pacemaker related. Also, the physician thought of the possibility of a defect in the lead itself as the shape did not match the size and shape of the patient atrium. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that this atrial lead was not successfully implanted due to dislodgement despite changing the implantation site several times. Also, the lead cannot be collected due to suspected infection. Additional information received from the field indicating that result confirming infection was not available on the day of surgery. Furthermore, infection is not pacemaker related. Also, the physician thought of the possibility of a defect in the lead itself as the shape did not match the size and shape of the patient atrium. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field f10: impact codes and b2: outcomes attrib to adv event.